Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that during preparation, the syringe tip was intact when removed from the wrapper, but when the compounding technician attempted to twist the phaseal luer lock injector onto the syringe, the tip broke off.